Manufacturer narrative:
(B)(4). The rt212 breathing circuit is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint rt212 breathing circuits are currently en route to fisher & paykel healthcare for analysis. We will provide a f/u report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported that four (4) rt212 adult inspiratory heated breathing circuits failed the leak test with the maquet servo I ventilator. The alleged breathing circuit leaks were observed before pt use.